Event description:
Information from ae regulatory system: on (B)(6) 2025, during the patient's surgery, when guiding the suspension suture into the eye with an insulin needle, the needle tip was blunt, requiring multiple adjustments and significant force to penetrate the sclera, resulting in substantial deformation of the eyeball during penetration. Ae report no. (B)(4). Call center didn't contact with customer successfully and was not able to acquire the information reported in the ae regulatory system, if there's any updates, it will be update by email. Material code in system: 328421. Sample availability: unknown. Sample availability details: unknown.

Manufacturer narrative:
This medwatch submission is both an initial and supplemental filing. Investigation of the results can be seen below: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.